Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that image lost was occurred. The opticross imaging catheter was used to visualized a target lesion located in an unspecified lesion. It was noted during percutaneous coronary intervention, image was lost during pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Device evaluated by MFR: the telescope assembly was not able to properly pull back, advance, and retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No wind up was observed on the imaging core during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).